Event description:
Patient who has been diabetic for over 50 years, called to report an adverse reaction to animas comfort short insulin pump due to device malfunction. Patient stated that in the last year, the cannula has broken off from the comfort short where it attaches to the cartridge. She said this malfunction happened about three different times. Also, on last night on (B)(6) 2014, she stated the cannula broke off from the comfort short where it attaches to the skin causing her blood glucose to rise into the 500's. She stated she has tried to get in touch with animas to make them aware of this serious malfunction, but she has received no response from them. Patient is extremely concerned about this problem.